Event description:
I was implanted with a hybrid cochlear implant using the l24 array on (B)(6) 2014 and activated on (B)(6) 2014. One week later I had my first mapping and my hearing was perfect. I could distinguish voices, recognize sounds as I remembered them from years before and I could even tell what direction sounds were coming from. This lasted for about a week and then things started to go bad. Suddenly voices took on a chipmunk like sound and verbal recognition and would deteriorate in a short period of time, sounds such as rustling paper or a door knob turning would become painfully loud and I had to keep lowering the volume to the lowest setting. A mapping would help but in a short period of time I would have the volume turned down to one again. After the last mapping, I had to turn the volume down to one and the sensitivity to zero after a week. I have recently realized that I am actually hearing voices as they should be but also getting a second stimulation of meaningless sounds. This is particularly bad if there are multiple people such as at in a meeting. In these situations I am hearing the voices plus the extra sound on top of each voice. It got so bad that I actually ended up confused at the end of the meeting. The following week I turned off my ci and relied solely on my hearing aid and found the situation much better. I only write to the FDA because after 3 years, 5 different audiologists and my surgeon, no one can or will make any attempt to find the cause of this problem. I went into this to improve my quality of life but instead it has gotten worse. I have no doubt in my mind that had I gotten a second hearing aid then things would have been much better for me.